Event description:
It was reported to manufacturer that the neurologist's dell x5 handheld was freezing upon interrogation screen and he wanted a new handheld. A new handheld was sent to neurologist's office and the non-working handheld was returned to manufacturer where analysis is underway.